Event description:
A site reported a loss of telemetry monitoring for 6 pts for approximately 6 hours due to a presumed network switch port configuration issue. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.